Event description:
Pt reported the information, printed on the strip vial, had smeared off. Pt indicated that he had isopropyl rubbing alcohol on his hands, which he believes may have caused the ink to smear. Pt's blood glucose was not affected and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.